Event description:
It was reported by a customer that on (B)(6) 2011, the fiber cap detached at 123,371 joules. Per the customer, the fiber tip was retrieved by a grasper. Additional info reported by the customer was nothing abnormal was observed leading up to the incident. There were no error codes displayed on the console when this occurred. There was no injury to the pt. There was no injury to the user from the use of this system. The current status of the pt is fine.